Event description:
During pt support, the console started alarming "foot pump handle dislodged". The console continued to pump normally and there was no impact on the pt. The console will be evaluated.